Event description:
The device was used during an uspecified procedure on the rectum. Reportedly the instrument did not place a proper staple line. The surgeon applied another staple line below the first and resected a minimal amount of additional tissue. The hosp has reported the pt's condition is satisfactory.